Event description:
It was reported that the customer's t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer tried various solutions, including using different wall adapters and cables, but the issue persisted. Consequently, tandem technical support sent replacement charging supplies. The customer was advised to rely on other methods to manage insulin until the replacement items arrived. Continuous follow-up attempts were made by technical support, but contact was not successfully established, leading to a follow-up email being sent and the case being closed.